Manufacturer narrative:
A device history record confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The manufacturing site received three photographs with this customer report for product analysis. The first photo shows the syringe filled with a clear liquid. A small dark colored object can be seen inside the syringe barrel. The foreign object is unidentifiable from the photograph provided. The second photo shows the vial with a puncture hole through the gray rubber seal area of the lid of the vial. The third photo shows a syringe filled to the 2ml mark with a clear liquid. A small gray colored foreign object can be seen inside the syringe barrel. A potential root cause for the piece of rubber from the medication vial entering into the syringe could be from the syringe assembly being used for something other than its intended use. The monoject safety i.v bluntip access cannula is designed to be used with an IV system to dispense medications to the patient¿s port. Small pieces of the rubber stopper can get stuck inside the needle after penetrating through the medication vial, causing a clogged needle or possibly being injected into the patient. This syringe is not designed for vial access use.

Manufacturer narrative:
(B)(4) not available was selected as there is no medical device problem code that accurately captures the malfunction reported: the needle cored the vial membrane. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports that while drawing up a medication for a surgical case, a 6cc monoject syringe with an attached neon yellow blunt tip was used. After puncturing the vial and withdrawing the medication into the syringe, a small piece of rubber that was cored out from the vial stopper was noted to be floating in the medication inside of the syringe. Since the contaminant was noticed before providing care for the customer no harm occurred.